Event description:
It was reported to boston scientific corporation on feb 19, 2008 that an endovive safety peg kit was used during a peg placement procedure in a male pt (weight unk) in 2008. According to the complainant, upon removal from the package, the scalpel was in the locked position. The procedure was completed using a standard scalpel. There were no complications reported as a result of this event, and the pt's condition was "fine" following the procedure.

Manufacturer narrative:
The lot number was not provided; therefore, the MFR date cannot be determined. The device code has been discarded; therefore, a failure analysis is not available. The cause of the reported malfunction is undetermined. Since the lot number was not provided, the customer's shipment was reviewed. This revealed that three lots (11459756,11446041, and 11169940) were recently sent to this customer. No complaints have been reported for these lots. A review of the device history record of each lot was performed; no anomalies were noted. The april 2008 15-month initial g-tube- enteral feeding kit product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted.